Event description:
Complainant alleged that the medics were attempting to analyze the heart rhythm of a patient who was in a cardiac arrest condition. The medics reported that during the analysis the displayed ECG rhythm railed, and the device displayed an "ECG too large" message. The patient's heart rhythm was analyzed again, but the device gave a "no shock advised" prompt for a shockable ventricular fibrillation (v-fib) heart rhythm. The patient was transported to the hospital, while still presenting a v-fib heart rhythm. The complainant indicated that the patient subsequently expired.